Event description:
Each time I'm mandated to wear a cloth mask - I get light headed, experience shortness of breath and dizziness. Also, the sweat builds up on my face around the mask and gives me a rash. I have frequently felt as if I would fall down. My two children also experience the same effects. Too many trained individuals cite scientific data proving the horrible medical effects of the general public wearing any kind of mask that they have not been trained to wear. FDA safety report ID# (B)(4).